Event description:
A customer reported an unspecified higher reading when scanning the adc freestyle libre sensor when compared to the built-in meter. Furthermore, on (B)(6) 2019, the customer states that he "dropped" and lost consciousness and was given sugar by his friends as treatments. The customer reported the following values obtained the day after the medical event: a scan of 215mg/dl compared to 73mg/dl from the built-in meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Sensor plug was observed and was fully seated in mount. Extracted data using approved software, sensor was found to be in sensor state is 5 (indicating normal termination). Removed plug and inspected plug assembly, uncurled side snap was observed, indicating improper assembly by the user. This case is not confirmed to use error. No further investigation is required.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified higher reading when scanning the adc freestyle libre sensor when compared to the built-in meter. Furthermore, on (B)(6) 2019, the customer states that he "dropped" and lost consciousness and was given sugar by his friends as treatments. The customer reported the following values obtained the day after the medical event: a scan of 215mg/dl compared to 73mg/dl from the built-in meter. There was no report of death or permanent injury associated with this event.